Event description:
Procedure type: unknown. According to the reporter: there was a post-operative leak at the staple line. No other information was provided from the account about this event.

Manufacturer narrative:
Initial report sent: 04/25/2008.